Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device passed flow accuracy test. A review of the event history log (ehl) revealed no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed rate testing in the biomedical service department. There was no patient involvement. No additional information is available.